Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct d5 and h10. Correction to h10: information regarding user's reprocessing methods was inadvertently missed on the initial (see below). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified and the cause could not be specified. The nozzle was not reported to have been deformed and it was unclear if reprocessing was performed according to the instruction for use (IFU) from the obtained information. The following information was provided regarding the user's reprocessing methods: the device was not cleaned, disinfected, or sterilized before requesting repair. It is unknown when the foreign material adhered to the device. Pre-cleaning information- there was no delay to the start of pre-cleaning which was properly implemented. The air/water nozzle was flushed with water and air. Manual cleaning information- there were no abnormalities with the accessories used for reprocessing. The air/water nozzle was wiped/brushed with a clean lint-free gauze, brush, or sponge. The air/water nozzle was not flushed with detergent solution. It was noted that due to the reported leakage the device was not put in the washing machine but temporary cleaning. The event can be detected by following the instructions for use (IFU) which state: "[inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion tube for abnormal swelling, bulges, dents or other irregularities. ¿inspection of the objective lens cleaning function] inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was not confirmed. It was noted that water tightness was lost due to a pinhole on the bending section rubber. The bending angle in the up direction did not meet standard value due to wear of the angle wire,. The adhesive on the bending section rubber had a white clouded area and a crack. The water removal ability also did not meet standard value due to clogging of the nozzle. The electrical connector had corrosion due to water leakage. There were scratches noted throughout the device. It was also noted that the adhesive around the objective lens was peeled and the adhesive around the light guide lens had a white clouded area. The plastic distal end cover and the distal end had burns. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis lucera gastrointestinal videoscope had issues with water/air leakage from the channel. Upon inspection and testing of the returned device, it was noted that nozzle had foreign objects due to insufficient handling. There were no reports of patient harm/involvement associated with the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.